Event description:
It was reported that intermittent occlusion alarms occurred. Despite these alarms, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer was using cold insulin, and not completing air removal step. Tandem customer technical support informed customer that the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge, and that the user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.